Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s personal therapy manager (ptm) was not updating the refill date. The reporter stated that in the past she has just decoupled and recoupled the ptm to the pump and the date would correct itself. The reporter asks the patient to bring the ptm in with them to the refill. After the refill, the caller decouples and recouples the ptm to the pump to restart their refill date. The caller stated that works fine so that is what they have continued to do. No patient symptoms were reported. The medication delivered by the device system was not provided.